Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that excessive stress was applied to the video connector terminals when the scope was inserted, causing buckling of the terminals, resulting in the reported issues (banding and flickering of the image; sometimes no image). It is also possible that the pin was worn due to the insertion and removal of the scope over time, causing the reported issues. The device's instructions for use provides the following caution: "never apply excessive force to connectors. This could damage the connectors."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report of a flickering image was confirmed. Worn out pins inside the video connector were discovered. Those pins would cause a loss of image when wiggling the pigtail. The pins were replaced, the unit successfully tested, and returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the visera elite video system center displayed a banding and flickering image during a procedure. According to the initial reporter, the image would sometimes go out completely. There was no patient harm or consequence reported as a result of this event.